Event description:
It has been reported to philips that the equipment no longer turned on after it was turned off. The system was not in clinical use at the time of event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had failed to bootup. A review of the system logfile cannot confirm malfunction. Upon troubleshooting actions, fse identified that the pedal was pressed due to the protective bag. Fse released the pedal from protective bag in wired footswitch. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.